Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working. Customer¿s blood glucose level was 106 mg/dl. Customer was not able to complete rewind process and fill tubing. The device will be returned for analysis.